Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Event description:
It was reported that the insulin pump alarmed button error, the screen of the device was frozen, and the buttons were not working. The customer's blood glucose was 289 mg/dl. The customer stated that they had the insulin pump off for a few hours which is the reason why they were having a high blood glucose reading. They were on their way to getting syringes in order to treat the high blood glucose level. The customer stated that the insulin pump may have been exposed to perspiration. The discontinuation of the device was advised. Nothing further was reported.